Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material might have remained since the reprocessing has not correctly been implemented in line with the instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer, the coating and white lines at the insertion tube were coming off and the markings became unclear. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects.

Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the nozzle was not flushed with water and air, and there were no abnormalities reported in the accessories used for reprocessing the device. They did wipe the nozzle with clean lint-free cloths and also flushed the air/water nozzle with detergent solution, and there were not other concerns regarding the reprocessing of the device. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged with foreign material remains due to insufficient reprocessing. Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the insertion tube had deformation due to physical stress, the channel had irrigation problem, adhesive on the bending section cover had white clouded area, the plastic distal end cover had scratches, the connecting tube had a scratch, part of the insertion tube was caught, and pinched-the insertion tube became deformed, the connecting tube had a wrinkle, the resin became cracked due to chemical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.